Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, a crack was found at the junction area of the optic and haptic during the loading process, and it was not implanted. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) retuned in three segments inside clear bag. Solution is dried on the iol. One haptic is broken or torn and is returned, the other haptic is intact. The optic is cracked or fractured and torn or split cut dividing the iol in two. We are unable to determine the root cause for the reported complaint "a crack was found at the junction area of the optic and haptic". The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).